Event description:
It was reported that a battery replacement took place due to rapid but normal battery depletion. The rapid depletion occurred due to the high settings of the battery. When the device was interrogated, high impedance measurements of greater than 4000 ohms were found and the battery was checked to be 2.66 v. Based off programmed settings, the battery voltage appeared to be appropriate. It was unknown if the patient required hospitalization due to the event. The patient was happy with her current functional level and symptomatic control with her device settings. The right side device was interrogated and no problems were found. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Implantable neurostimulator (ins) model 37602 serial # (B)(4) implanted: (B)(6) 2011 explanted: unk; lead model 3387s lot # v100240 implanted: (B)(6) 2008 explanted: unk; extension model 7482a serial # (B)(4) implanted: (B)(6) 2008 explanted: unk; extension model 37085 serial # (B)(4) implanted: (B)(6) 2011 explanted: unk; extension model 7482a serial # (B)(4) implanted: (B)(6) 2008 explanted: unk; lead model 3387s lot # v100240 implanted: (B)(6) 2008 explanted: unk